Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received no delivery alarms. The customer's blood glucose was 414 mg/dl at the time of incident. The customer stated that her blood glucose reached 487 mg/dl. The customer stated that there were no insulin and sites issues found during troubleshooting. The customer stated that the insulin did exit during fixed prime. The insulin pump will not be returned for analysis.